Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient needed more neck coverage. The patient underwent a revision procedure wherein the ipg was replaced and a lead was added. No device malfunction was suspected and patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.